Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events main lamp does not light up, front panel does not light up, the indicators on the front panel were off occasionally due to defective power unit could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the lightsource had lights that didn't come on and a panel that didn't light up. The issue occurred during an unknown event. There were no reports of delay or patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the indicators on the front panel were off occasionally due to a defective power unit. Should additional relevant information become available, a supplemental report will be submitted.